Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: the pump¿s black box and history could not be downloaded. A visual inspection of the pump showed that the battery compartment was cracked and that there was moisture in the battery compartment. The pump was unable to power on during testing. The pump failed a leak test due to the battery compartment crack. The pump cover was opened and moisture was found on the force sensor plate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.